Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries needed to be replaced. The motion batteries were replaced and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a biomedical engineer regarding an imaging device being used outside of a procedure. It was reported that the batteries were not holding a charge. There was no patient involvement.